Event description:
It was reported that the patient presented to the emergency room. Upon interrogation, the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. An x-ray was performed, which showed that the lead had been dislodged. The lead was explanted and replaced. The patient was in stable condition.